Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the lead fractured and needed to be replaced. The clinic confirmed that the right ventricular lead's superior vena cava coil fractured due to a clavicle rib crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.